Event description:
Boston scientific received information that this right atrial (ra) lead was exhibiting high pacing impedance measurements greater than 3,000 ohms. There was also no capture at max outputs and no intrinsic sensing. A revision procedure took place and the lead was surgically abandoned. A new ra lead was successfully implanted. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.